Event description:
The hcp reported the patient was experiencing "neurological issues" following a programming error the day before. A bridge bolus was being programmed due to a change in medication concentration. The drug used in the pump was fentanyl 3800 mcg/ml at a dose of 2000 mcg/day, and the new drug was sufentanil 400 mcg/dl at a dose of 200 mcg/day. The volume bridged was 0.485 ml. The error was made when the new daily dose was used in place of the old daily dose. At the time of the report, 148 hours were remaining of the incorrectly programmed bolus. A single bolus of 132 mcg over 15 hours was programmed to account for the remaining volume. Additional information has been requested from the hcp, but was not available on the date of this report.